Event description:
Indication for procedure: ICD lead chronic endocarditis. Procedure: this was a left-sided lead removal case with intent to remove 1 ra lead and 2 rv ICD leads. Md attached the lld-ez to the distal tip of the ra lead and began lasing with a 16f sls. Upon successful removal of the ra lead, it was noted the pt's blood glucose pressure began dropping significantly. It was determined that the 2 rv leads would be abandoned, an emergent thoracotomy was performed in the operating room. The resuscitation effort was unsuccessful. Analysis: there were no devices returned for analysis. No product-related complaints associated with this event were reported by the physician. Cause of death: "hemorrhagic shock" (per facility).

Manufacturer narrative:
Manufacture dates for all devices are unk.